Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h8, h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ clinical code and health effect ¿ impact codes). A getinge field service engineer (fse) stated, the customer did not approve the quote for the replacement of the parts, so we have concluded the service.

Event description:
It was reported that when the equipment is turned on, the cs100 intra-aortic balloon pump (iabp) is alarming the medical it in the surgical center, causing the impedance to drop. No patient was involved.

Event description:
It was reported that when the equipment is turned on, the cs100 intra-aortic balloon pump (iabp) is alarming the medical it in the surgical center, causing the impedance to drop.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) institute. A supplemental report will be submitted upon completion of our investigation.